Event description:
It was reported by the provider that the cooling fan is not working. Per independent repair center statement unit was alarming or red light. The key failure was the cooling fan was not working. No patient injury alleged, no additional information provided.